Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one device was received with the external box/package severely damaged (bent and dented). The received device was clearly damage during transit to the customer and the complaint condition was not the result of a manufacturing or design related issue. The cause of the complaint condition is shipping handling error. This complaint is confirmed. DHR review for part# 351.706s, lot# 7919756, DHR 351.706s lot 7919756 released 6/23/15 exp 4/30/24. The lot was inspected and conformed to the synthes incoming final inspection sheet number 351if706, revision ¿n¿ (dated 05/04/15). Ipax¿s certificate of compliance (dated 05/29/15) indicates that the parts were packaged to the specifications. Nr-0008731 was opened for a compromise to the cleanroom at ipax. The cleanroom was revalidated, product testing was completed, and all quarantined product was released from hold. No other nc¿s were generated for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile package arrived in a broken box and the inside sterile container was also breached. The reported device inside was bent and ball tip was broken. The device was received from the dock and was opened by the supply chain coordinator outside the operating room. There was no procedural or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. (B)(4) medical manufactured the reaming rod with ball tip/950mm - sterile, part number 351.706s, and lot number 7910931. (B)(4) certificate of compliance (dated 4/28/15) indicates the parts were manufactured to, and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet (dated 05/04/15). (B)(4) certificate of compliance (dated 05/29/15) indicates that the parts were packaged to the specifications. A non-conformance opened for a compromise to the cleanroom at (B)(4). The cleanroom was revalidated, product testing was completed, and all quarantined product was released from hold. No other non-conformances were generated for this complaint. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.